Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer changed the supplies and resumed insulin delivery. Blood glucose was 215-315 mg/dl. Reportedly, apidra was used in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the cartridge.